Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device stopped working. Upon explant, the device did not present any additional issue. There were no patient complications. No additional information was reported.